Event description:
It was reported that the fiber was fractured directly after one use. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
With the available information, boston scientific concludes that the fiber break event was confirmed through analysis of the media provided. It is likely that the damaged component could have affected the device performance and its integrity leading to the event experienced by the customer. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the fiber was fractured directly after one use. The procedure was completed with another device. There were no patient complications.